Event description:
Pt w/dx of svt (supraventricular tachycardia) - felt to be candidate for an electrophysiologic study & catheter ablation. After system failed to turn off pt was in 3rd degree heart block for 40 minutes. 1 1/2 hours after the procedure, the pt's conduction came back w/occasional beat drops. Normal sinus rhythm at discharge. F/u w/pt at 1 week visit. Pt w/normal sinus rhythm.

Event description:
Any conclusions based on the final failure analysis or lab test results. The conclusion from the investigation was that there was no malfunction from the system as tested. However, the task force reviewed this result and the result form the entire investigation a well as nine (9) other customer complaints. The conclusion from all of the investigations is the internmittent functionality of a specific stop button. Several recommendations were made which related to training, quality inspection process and improvements in component spec and design. The component in question is 19mm red-rounded stop button used to stop the injection in co's cryo-ablation console. A co called apem currently supplies the stop button. Over the past year, cryocath has spent a considerable amount of time, effort and resources to ensure that the component received from this supplier is of acceptable standards to be installed in co's cryoconsole. The number of acceptable stop buttons per batch received has decreased to the point that cryocath has implemented the following three actions: first, cryocath increased the quality testing for the incoming inspection of stop button supplied by apem and the final assembly of the stop button in the cryoconsole. Cryocath implemented the change on the 3rd of june 2005. A complete summary with supporting documentation on the increased level of testing established by cryocath, was part of a regulatory action: PMA special - changes being effected submitted to the FDA 6/3/05; second, cryocath requested apem, the stop button supplier, to tighten the spec of this component to clearly describe the actuation mechanism with the snap action. New incoming inspection and a new final inspection of the specific attribute for the stop button were implemented the change on the 6/7/05. A complete summary with supporting documentation on the increase level of testing established by cryocath, was part of a regulatory action: PMA special - changes being effected submitted to the FDA 6/7/05. Thirdly, based on the un-cooperative and protracted response received from the supplier: apem and the effect in the business, cryocath has investigated an alternative source of supply for this stop button. The alternative supplier for this 19mm stop button, is a 16mm stop button received from a qualified supplier. The stop button functionality and performance and the console functionality and performance will be the same as the performance and functionality of this component and of the console as approved PMA p020045. The inspection, verification and validation for this design change has been dully documented and is part of a real-time PMA supplement sent to the FDA 6/15/05. The implementation of this design change will be done as soon as it is approved by the FDA and as part of cryocath field svc preventive maintenance.